Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high blower temperature error occurred. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp cleaned the filter and blower assembly as well as reset the motor controller (mc) printed circuit board assembly (pcba) and blower connections, but this did not resolve the reported issue. The philips asp then determined that a replacement of the blower assembly and mc pcba required a replacement. The philips asp replaced both the blower assembly and mc pcba and confirmed the reported issue was resolved after running the device for 2 to 3 hours and the reported issue not reoccurring. The philips asp replaced the blower assembly and mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone #: (B)(6). Reporter phone #: (B)(6).